Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was not being able to make adjustment both with or without antenna attached. The patient next appointment was scheduled on (B)(6) 2014. The patient reported a loss of therapeutic effect. The patient stated that everything was working great until the day of the call. It was indicated that the patient urinated too many times in the morning of this call. It was indicated that patient had the ins implanted for bladder control, that was, urgency, frequency, "all that.¿ the patient described onset as sudden. It was reported that the patient programmer training was ineffective because patient was still under the effects of anesthesia. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0jp8w, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative reviewed to work with hcp on trying to establish communication with neurostimulator (ins).